Event description:
During a atrial fibrillation procedure, a leak was noted in the catheter handle leaked after the infusion pump was started. The issue was resolved by replacing the catheter and the procedure was completed with no adverse consequences for the patient.

Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. The catheter handle was dissected and fluid was noted within the handle, consistent with the reported event. Additional leak testing was performed and the leak was isolated to underneath the handle plunger. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the leak in the irrigation tubing remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is 9680001.